Event description:
Doctor reported break in ring. Patient presented for some other problem, was x-rayed and found that ring was broken and straight. Patient asymptomatic. Just gong to watch. Patient implanted 2003.